Event description:
It was reported that patient underwent m2a hip arthroplasty on (B)(6) 2005. Subsequently, patient was revised on (B)(6) 2012, for an unknown reason.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2012-01450 & 1825034-2015-00952). This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2005 and a revision procedure on (B)(6) 2012. Additional information received from patient's legal counsel alleges the revision procedure was due to elevated metal ion levels, adverse reaction to metal debris, and squeaking of implant. Legal counsel for patient further alleges that staining around the trunnion was noted during the revision procedure. The acetabular cup and modular head were allegedly removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Medwatch report 3002806535-2012-00070 was filed in regards to the same event.